Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported using with lantus, finding the needle clogs during injection. Tried to inform consumer of proper placement of non-patient end. She is calling lantus feels its issue with pen. Dc lot # unknown, catalog# unknown does not have box, date of event unknown, sample status discard.